Event description:
The end user's wife called in to the customer service center and reported that her husband was getting nicked by the 14 french sized intermittent catheter he was using. The end user's wife also stated the nicking was causing bleeding during catheterization. The end user and his wife stated they wanted to remain completely anonymous and did not provide any contact information and would not return the product for evaluation.